Event description:
On 11/20/23 a patient's daughter reported they did an ilet cartridge change and pushed the cartridge into the chamber without prior executing the rewind function. The patient's blood glucose (bg) was at 140 mg/dl. Customer care advised that there was the possibility of pushing an insulin full cartridge through the system and into the patient if the rewind was not completed. The patient's daughter believes the patient's infusion set was still connected to the patient while pushing the cartridge into the ilet and could have delivered all that insulin into the patient. The cartridge was removed from the ilet, and it was completely empty. No leaking insulin was seen. Customer care advised monitoring the patient's bg very vigilantly and mentioned the potential need of third-party assistance due to the amount of insulin that was delivered. The patient does have rapid acting carbs available. Five minutes later the patient's bg was at 126 mg/dl. The patient's daughter decided to take the patient to the hospital due to delivery on insulin pushed through the cartridge. At the hospital the patient was given a sugar water drip, juice and ate sandwich. The patient stayed overnight for observation. A beta bionics clinical diabetes specialist (cds) followed up with the patient's daughter while the patient was in the hospital. The daughter confirmed the patient is "doing good" and reported the patient's bg is not low.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No fault was found with the ilet. No malfunction alerts were found to indicate damage to the device from attempting to load an insulin cartridge without first rewinding the lead screw nut. Continuous glucose monitor (cgm) readings received by the ilet do not show blood glucose (bg) values below 70 mg/dl following lead screw nut being rewound. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.